Event description:
It was reported that the compressor generated a low pressure alarm. There was no pt involvement. (B)(4).

Manufacturer narrative:
Replaced part has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.